Event description:
It was observed that during the device evaluation, the flex deflectable videoscope exhibited scope communication error code (e216) and image disappeared during angulation in right/left directions. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of reported e216 connection error and loss of image upon angulation issues could not be determined, however, the issues were found to be due to the output signal line in the image sensor cable being disconnected/damaged at the connection point to the image sensor. The cause of the cable damage was likely the result of scratches or chips on the curved rubber bonded part, or the image sensor cable may have been inserted at an angle into the trocar and/or due to stress beyond expectations such as excessive twisting or bending. The event may be detected/prevented by following the instructions for use section below: chapter 3 preparation and inspection 3.8 inspection of combined functions with related equipment. Olympus will continue to monitor field performance for this device.